Manufacturer narrative:
CINDOLO, L., MINORE, A., SCHWARTZMANN, I. ET AL. WATER VAPOR THERMOTHERAPY AND HIGH-GRADE CLAVIEN-DINDO COMPLICATIONS: RETROSPECTIVE ANALYSIS OF 10 CASES. WORLD J UROL 44, 392 (2026). HTTPS://DOI.ORG/10.1007/S00345-026-06495-X. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC VIA AN ARTICLE PUBLISHED IN THE WORLD JOURNAL OF UROLOGY THAT A RETROSPECTIVE MULTICENTER CASE SERIES STUDY WAS CONDUCTED TO DESCRIBE LIFE-THREATENING (CLAVIEN-DINDO GREATER THAN OR EQUAL TO 4) COMPLICATIONS FOLLOWING REZUM WATER VAPOR THERMAL THERAPY (WVTT) FOR THE TREATMENT OF BENIGN PROSTATIC HYPERPLASIA (BPH). A TOTAL OF 10 PATIENTS WERE IDENTIFIED FROM HIGH-VOLUME INTERNATIONAL CENTERS AND REPORTED DURING A MEETING IN JUNE 2025, WITH PROCEDURES PERFORMED PRIOR TO THAT PERIOD. CASE 5, A 59-YEAR-OLD MALE PATIENT HAD A HISTORY OF DYSLIPIDEMIA AND MILD PERIPHERAL ARTERIAL DISEASE. THE PATIENT WAS SUFFERING FROM LOWER URINARY TRACT SYMPTOMS (LUTS)/ BENIGN PROSTATIC HYPERPLASIA (BPH) REFRACTORY TO MEDICAL THERAPY AND MANAGED WITH LONG-TERM CATHETERIZATION UNDERWENT WATER VAPOR THERMAL THERAPY (WVTT). FOLLOWING PROCEDURE, THE PATIENT WAS DISCHARGED ON POSTOPERATIVE DAY (POD) 2 WITH A BLADDER CATHETER AND TRIMETHOPRIMSULFAMETHOXAZOLE 160/800 MG TWICE DAILY FOR 6 DAYS. ON POD 7 HE RE-PRESENTED WITH FEVER, OLIGURIA, HYPERGLYCEMIA, AND CONFUSION. LABORATORY TESTS SHOWED SEPSIS (PROCALCITONIN 5.6 NG/ML, PLATELETS 5,000/MM3, WBC 11,800/ MM3). URGENT WHOLE-BODY CT DEMONSTRATED EXTENSIVE RETROPERITONEAL GAS ALONG THE ANTERIOR MARGINS OF BOTH ILIOPSOAS MUSCLES, EXTENDING TO THE INGUINAL REGION AND HIP FLEXOR MUSCLES, WITH ADDITIONAL GAS FOCI IN THE PROSTATE AND PENILE SOFT TISSUES. HE WAS ADMITTED TO THE ICU BUT DIED WITHIN 24 H. AUTOPSY SHOWED DISSEMINATED INFECTION CAUSED BY MULTIDRUG-RESISTANT ESCHERICHIA COLI, WITH NO UROLOGICAL SURGICAL INJURY.

Event description:
It was reported to Boston Scientific via an article published in the World Journal of Urology that a retrospective multicenter case series study was conducted to describe life-threatening (Clavien-Dindo greater than or equal to 4) complications following Rezum Water Vapor Thermal Therapy (WVTT) for the treatment of benign prostatic hyperplasia (BPH). A total of 10 patients were identified from high-volume international centers and reported during a meeting in June 2025, with procedures performed prior to that period. Case 5, a 59-year-old male patient had a history of dyslipidemia and mild peripheral arterial disease. The patient was suffering from lower urinary tract symptoms (LUTS)/ Benign Prostatic Hyperplasia (BPH) refractory to medical therapy and managed with long-term catheterization underwent Water Vapor Thermal Therapy (WVTT). Following procedure, the patient was discharged on postoperative day (POD) 2 with a bladder catheter and trimethoprimsulfamethoxazole 160/800 mg twice daily for 6 days. On POD 7 he re-presented with fever, oliguria, hyperglycemia, and confusion. Laboratory tests showed sepsis (procalcitonin 5.6 ng/mL, platelets 5,000/mm3, WBC 11,800/ mm3). Urgent whole-body CT demonstrated extensive retroperitoneal gas along the anterior margins of both iliopsoas muscles, extending to the inguinal region and hip flexor muscles, with additional gas foci in the prostate and penile soft tissues. He was admitted to the ICU but died within 24 h. Autopsy showed disseminated infection caused by multidrug-resistant Escherichia coli, with no urological surgical injury.

Manufacturer narrative:
Detailed product information was not provided to BSC despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.The delivery device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A Labeling Review was completed, and there were no indications that the delivery device was not used in accordance with the instructions for use (IFU). A Risk Review was completed and confirmed that the events of Therapeutic Response Altered, Fever, Sepsis and Tissue Damage were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Medical review concluded that the patient long term catheterization for over a year prior to surgery may have predisposed this patient to postoperative infections and progression to sepsis and these events may be considered possibly related to the death of the patient. While infection severe is anticipated in nature and severity in the IFU and Hazard Analysis (HA), and death/life-threatening outcomes are identified within the HA in association with various hazardous situations, a causal relationship to the device and/or the procedure cannot be excluded. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse event related to procedure.Cindolo, L., Minore, A., Schwartzmann, I. et al. Water vapor thermotherapy and high-grade Clavien-Dindo complications: retrospective analysis of 10 cases. World J Urol 44, 392 (2026). https://doi.org/10.1007/s00345-026-06495-x.